Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of needle detached.

Event description:
It was reported to boston scientific corporation that an expect pulmonary olympus 22ga was used in the lungs during an endobronchial ultrasound (ebus) procedure performed on an unknown date. During the procedure, about 3cm of the distal tip of the needle broke off into the specimen cup when they extracted the specimen. Another device was used to complete the procedure. There were no patient complications as a result of this event.